Manufacturer narrative:
(B)(4). Damaged anvil former the analysis results confirmed that the device was received with an insufficient cartridge weld. No functional test could be performed with the device. The cartridge weld is directly related to the cartridge gap. The cartridge gap is crucial for staple formation. When the cartridge weld is not sufficient, the gap will be larger than optimal and staples will not hit the anvil correctly and in some cases bypass the anvil resulting in unformed staples. While no conclusion could not be reached as to how the cartridge weld became insufficient, if should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
A customer contacted baxter's global technical service center to report the homepatient (hp) disconnected for 10 minutes and did not cap off the patient line with flexi cap and reconnected. Now has a check patient line alarm. The technical service representative (tsr) advised the hp he should not have reconnected. The tsr advised the hp that the line may be unsterile and they run a risk of infection. The tsr advised the hp to contact the nurse. The tsr advised the hp when starting over with new supplies will need new cassette and new bags. Follow up with the nurse revealed that she was not aware of any problems. She stated the hp had been in and didn't mention anything about the reported problem. She stated he was currently using the cycler for therapy without any problems. No patient injury or medical intervention was reported.

Event description:
It was reported that during an unknown procedure, the device shot the staples. However, the staples did not crimp or form. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.